Event description:
Doctor was in the process of harvesting the patella bone-tendon-bone autograft with the usual stryker blade # 2296-003-111. Lot# 19055037, exp: 2024-03-01. The blade broke while in use. Dr. Immediately stopped using it and we replaced it with a new one to finish the harvest. No apparent harm was done to the patient.